Manufacturer narrative:
Visual analysis of the photographs identified: device patch with cannot determine lot number or catalog due to the quality of the photos. (Red) particle material on the gel. Yellow biological tissue in the shell. An opening device is observed however the location of the opening cannot be determined due to the quality of the photos. Allergan is not requesting the device to be returned due to the covid-19 pandemic. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.